Event description:
The customer reported the observation of a falsely elevated albumin csf (cerebrospinal fluid) results compared to repeat testing was obtained on one patient sample measured with n antiserum to human albumin lot 153992 on the bn ii instrument. The initial result was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens regional support center to report the observation of a falsely elevated albumin csf results obtained on one patient sample measured with n antiserum to human albumin on the bn ii instrument. Siemens is investigating. The n antiserum to human albumin reagent is marketed in the united states under material number 10714508. The 510(k) number documented in section g4 is for this product.